Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints for the reported lot. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implant procedure, the iol was not implanted into the patient's eye and was pushed out of the eye when advancing the lol to the stop line position and pushing the control lever after injected the ophthalmic viscosurgical devices (ovd) into autonome. The same product with the same power was implanted safely. The surgery was completed.

Manufacturer narrative:
The product was returned for analysis. The device was returned in a clear, plastic bag inside the product carton. The lockout assembly has been removed. The plunger is oriented correctly. The plunger has been fully advanced outside the tip of the device. Viscoelastic is dried in the device. No damage observed. Iol was not returned. The lever is moving freely. The device is taken apart for further testing. Mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The cylinder is put back in place, the device is reloaded with a new gas canister and activates with no issues. The root cause is deemed to be manufacturing related. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).